Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative report that they could not find or interrogate the patient¿s implantable neurostimulator (ins) the device with both a clinician programmer and patient programmer. The ins system was replaced on (B)(6) 2018. There was no patient death or injury reported in the event. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) model 3058, serial # (B)(4), showed no significant anomalies and passed final functional testing. Laboratory functional testing determined there was good, stable output on the electrode pairs as received. Telemetry was acceptable. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a friend or family member of a patient. They reported that the patient's first bladder stimulator "didn't work at all". Caller further clarified that they were told by the doctor and the manufacturer representative (unable to collect the rep's name due to caller disconnecting) that the patient's first implant had "failed" and they never could get it to work. Caller stated they tried to move the leads and they still couldn't get it to work. Caller stated they think the reason for this was due to the patient's pain stimulator "overriding the signal". Agent reviewed information with caller.

Manufacturer narrative:
Product analysis#: (B)(4): analysis information: 2018-08-30 10:14:36 cst pli# 10 product ID#: 3058 below is unedited, system generated text based on the analysis finding code(s) and test results. The implantable neurostimulator (ins) passed functional testing. A lab functional test determined there was good stable output on the electrode pairs the ins had when it was received. A lab functional test determined there was good stable output on all electrode pairs. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. Continuation of d10: product ID: 3889-28; lot#: va1h0xb; implanted: on (B)(6) 2017; explanted: on (B)(6) 2018; product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Patient weight was provided as a range: 160-170 lbs. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer¿s representative regarding a patient implanted for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had not received therapy since implant of the device. The manufacturer¿s representative met with the patient on the day of report and mentioned that they got therapy from the device. The patient did not feel the stimulation. No communication or telemetry could be established using either the clinician programmer or the patient programmer. Follow up information received on aug. 1, 2018 from the manufacturer¿s representative reported that the cause of the inability to communicate/do telemetry was unknown. It was also reported that the device was to be explanted on (B)(6) 2018. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.